Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm who discovered the issue replaced the fiber optic cable extension assembly and the coiled cable to correct the issue. Subsequently, the stm completed pm service, including all safety, functionality, and calibration checks. All tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge designee who has different contact details from that of the event site; their contact information are as follows: (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the coiled cable connector for the cardiosave intra-aortic balloon pump (iabp) was faulty and would allow the coiled cable to inadvertently become detached from the top of the pump console, and the fiber optic connector was observed to be broken. There was no patient involved and no adverse event reported.